Event description:
IV bag was spiked. While getting ready to start patient's IV something fell on the floor and noted broken IV extension piece. It was not hooked up to the patient at the time of spontaneous break.